Event description:
Caller reported mobile system blood glucose results 31mmol/l, 21 mmol/l, 6.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Strips unavailable for return as the customer threw away the container.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.